Event description:
Report received indicated that the stent partially prematurely deployed during force. Product was inspected prior to use and there were no anomalies noted. Device was prepped and use following the instructions for use. Three diffused focal lesions were present in the left superficial femoral artery (sfa) with one lesion too close to a possible left antegrade puncture. Subsequently, a right retrograde procedure was performed with a 7fr-45cm arrow sheath. It was also reported that there was proximal popliteal disease at the trifurcation. The vessel was extremely tortuous. There was an acute bifurcation in the distal aorta and two 90-degree bends in the left common iliac. The sheath was placed between the two 90 degree bends. The lesion was pre dilated. There was resistance experienced during insertion of the stents and a good deal of torquing was made. During insertion of the first smart stent (7x80), it was reported that force was made with the stent delivery system (sds) when advancing through the sheat and the stent had emerge out of the delivery sheath for a few millimeters subsequently partially deploying the stent. The sds with stent was completely retrieved from the body. A second smart stent (7x60) was inserted, however, it would not cross the lesion and this too was retrieved. There was no patient injury. Procedure was aborted. Due to the patient's disease and anatomy, a fem-pop bypass surgery was performed on the next day. This product will be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni